Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which indicated that the complete lead was returned severed in two segments at 29 cm from terminal pin. Setscrew mark was in correct location. Extracting stylet stuck inside the distal segment and coils stretched at the tip section. Segments resistances measured normal.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was for extraction. Boston scientific technical services (ts) noted that the patient just wanted it out and device had migrated up and causing clavicle pain. There were no mechanical issues. The lead was explanted. No additional adverse patient effects were reported.